Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported an anterior capsule tear occurred during irrigation and aspiration while cleaning up the subincisional cortex once an intraocular lens (iol) was placed during a laser assisted cataract procedure. A monofocal iol was removed. An anterior vitrectomy was performed. An anterior chamber iol was placed in the sulcus. Capsulotomy was completed 360 degrees from the laser. The surgeon feels like the subincisional cortex is more difficult to remove on laser assisted cataract procedures.